Event description:
It was reported that a sigma spectrum pump was involved in a clotting incident of a neonatal patient of unknown age and gender. The customer stated that clotting occurred in the umbilical catheter during an infusion of unspecified half-normal saline with a half unit of unspecified heparin in a range between 0.5ml to 1ml an hour intended to keep the line open. The customer does not know the duration of the infusion before clotting occurred. It was reported that the infusion used a sigma spectrum pump with a setup that included a baxter buretrol IV tubing (set #(B)(4), dehp), a 3.5 french single lumen utah medical umbilical arterial catheter, an unknown ICU medical transducer, and possibly an unspecified baxter stopcock. The customer also stated the pump was set to medium or high pressure and no alarm was detected from the sigma pump. It was reported that the incident required the changing of the umbilical catheter of the neonatal patient. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and hence an evaluation could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. Manufacturer report numbers 1314492-2012-00356, 1314492-2012-00357, and 1314492-2012-00358 are related events from the same customer.